Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the bed exit alarm was not audible. 2 events had no patient involvement. 2 events had patient involvement but there were no consequences or impacts to the patients.

Manufacturer narrative:
The remaining 3 devices have been evaluated. It was found that 1 unit did not have the reported issue and was reported in error. Therefore, in total there were 3 units with the reported issue of the bed exit alarm not being audible. The 2 devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found in any of the units. The issue could be attributed to use error, and the customer was provided feedback on proper usage of the bed exit system.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the bed exit alarm was not audible. 2 events had no patient involvement. 2 events had patient involvement but there were no consequences or impacts to the patients.